Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000108899. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was unable to enter MRI mode, patients lead had high impedances. Patient experienced discomfort at ipg site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein patients system was explanted and replaced to address the issue. The investigation was unable to determine the lead that associated with the issue. Patients ipg discomfort has resolved.

Manufacturer narrative:
Correction b1- product problem selected. Correction h6- health effect - clinical code should be 1924 - failure of implant rather than 4582 - no clinical signs, symptoms or conditions.